Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the system shut down on its own during setup for surgery. An alternate system was used to initiate surgery.

Manufacturer narrative:
The company service representative examined the system and the reported event of shut down was confirmed and replicated. The host module was replaced. The company service representative replaced the power controller supervisor and cables as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on june 8, 2017. Based on qa assessment, the product met specifications at the time of release. The host module was received and a visual assessment of the returned sample noted no visual nonconformities. The host module was tested, with a twelve (12) hour burn in performed to identify any shut downs. No problem was found during testing. The manufacturer internal reference number is: (B)(4).